Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The attune tibial trial extractor associated with this report was not returned. A complaint database search on the provided product code identified similar reports which when confirmed were attributed to overload and or suspected misuse/misapplication. Pra (preliminary risk assessment) (B)(4) was held on (B)(6) 2016 to evaluate the increased complaints involving the attune tibial trial extractor (product code 254500138). The team discussed the fact that the field action related to the breakage of bal-seals in the attune tibial trials placed an emphasis on the need to use the tibial trial extractor to reduce the damage to the bal-seals. This field notification was in july 2015. The team determined that this field notification was likely a key contributor to seeing a sudden increase in the number of complaints. The team also noted that instrument breakage rates will continue to be monitored through post market surveillance activities. The review team determined that there was no increased patient risk for the following reason: according to sep-100, the reported occurrence rates of instrument breakage, surgical delay, and adverse tissue reaction are classified as remote. When the occurrence rates are combined with the severity ratings, the risk levels for all harms are broadly acceptable risk (bar). The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported device was not returned for evaluation. Based on the inability to confirm the reported event or draw any conclusions about root cause, the need for corrective action was not indicated. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broken - one of the fingers snapped of whilst trying to remove a crrp trial attune insert. No delay has been communicated so must assume zero. No patient harm was caused.